Event description:
A report was received that the patient had some redness and pus surrounding the ipg site. The patient was prescribed with antibiotics. The physician believed that the infection was superficial.

Event description:
A report was received that the patient had some redness and pus surrounding the ipg site. The patient was prescribed with antibiotics. The physician believed that the infection was superficial.

Event description:
A report was received that the patient had some redness and pus surrounding the ipg site. The patient was prescribed with antibiotics. The physician believed that the infection was superficial.

Manufacturer narrative:
Additional information was received that the incision site opened up making the leads visible after one of the stitches was removed during patient¿s one week post-implant visit. It was believed this had caused the infection. The patient was being treated with a wound care and wound vac on her incision site. The patient underwent an explant procedure. Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion1x16 perc lead kit-50 cm; model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm); model #: sc-4316, lot #: 17835386, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.